Manufacturer narrative:
The suspect device was returned for evaluation. Based on the investigations, upon testing with fluid, leak was observed through the crack location of the 48" tubing female luer fitting of the planecta assembly. The cracks likely occurred during product application when the female luer fitting. This was likely due to overtightening. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the hemodynamic monitoring of a patient, the pressure monitoring set was found to be leaking fluid between the transducer side planecta and the tubing. A new device was used to complete the procedure. No patient injury.